Event description:
The manufacturer received information alleging a ventilator's circuit became disconnected and low minute alarm condition occurred. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. However, a low minute ventilation alarm is a user settable alarm and would be caused by a disconnected circuit or anything that prevents the device from reaching the target pressure, or an occluded circuit. The device was found to operate and alarm as designed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's circuit became disconnected and low minute alarm condition occurred. The patient required to be manually ventilated with a bag valve mask until the device rebooted. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. However, a low minute ventilation alarm is a user settable alarm and would be caused by a disconnected circuit or anything that prevents the device from reaching the target pressure, or an occluded circuit. The device was found to operate and alarm as designed. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section box b: adverse event or product problem, type of reported complaint and health impact grid (1) in box h has been updated/corrected in this report.